Manufacturer narrative:
The customer alleges that the wheel lock was broken and didn't lock his tires. The end user was reported injured while transferring from aero z chair to vehicle. Limited information was provided by the customer regarding the exact nature of the injury. A review of the DHR indicates that the wheelchair passed all applicable quality tests and requirements, and met all specifications as ordered by dealer when it was serialized on (B)(6) 2017, and left the facility (B)(6) 2017.

Event description:
User states that handle to wheel lock broke when he was attempting transfer. He injured himself and is requesting bills be paid from his injury.